Manufacturer narrative:
There was no death or device malfunction associated with the alleged defibrillation event. Device evaluation summary: monitor (B)(4) and belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor reported that a patient may have been shocked by the lifevest while in the hospital. It was reported that the patient's belt had released gel and the patient's sister indicated that the patient had stopped breathing before the lifevest began to alarm. The patient remained hospitalized following the alleged event and continued use of the device. Following the event, a distributor representative visited the patient at the hospital to exchange equipment and erroneously re-programmed the patient's monitor before downloading the event data, resulting in a loss of ECG and flag data. There are no available ECG recordings during the time of the reported event. The alleged treatment event was unable to be confirmed. There were no reported injuries or adverse events from the alleged event. Reporting the alleged treatment shock out of an abundance of caution.